Manufacturer narrative:
The investigation determined that a patient sample was associated with the incorrect patient name and tests when processed on a vitros 4600 chemistry system. The assignable cause of the event was determined to be user error. The customer reused an sid without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The analyzer was operating as intended. The technical solution center reviewed information contained in the ¿sample ID reuse¿ section of the vitros 4600 system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred.

Event description:
A customer reported that sample testing performed on a single patient sample using a vitros 4600 chemistry system generated a result from the incorrect assay and was associated with the incorrect patient name. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).